Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional right side "patient concern with the product." Additionally, patient reported capsular contracture, baker grade unknown, "hurt" and "feel full." Patient also reported "autoimmune things," and "psoriasis on feet"; these are not device related. Device has been explanted.

Event description:
Healthcare professional right side "patient concern with the product." Additionally, patient reported capsular contracture, baker grade unknown, "hurt" and "feel full." Patient also reported "autoimmune things," and "psoriasis on feet"; these are not device related. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified opening, weight to the spec, yellow particles, crease fold, wear abrasion. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge opening on anterior side due to surgical damage.

Event description:
Healthcare professional reported right side "patient concern with the product." Additionally, patient reported capsular contracture, baker grade unknown, "hurt" and "feel full". Patient also reported "autoimmune things," and "psoriasis on feet"; these are not device related. Device has been explanted.